Manufacturer narrative:
(B)(4). The patient was a toddler. (B)(6). The sample is reported to be unavailable for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported the following: "the child did not have any extensions on the line. The tubing was through a pump as normal the child rolled over twice whilst asleep and the tubing wrapped around her neck ." The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution administration set was found wrapped twice around a patient¿s neck. This occurred during patient infusion of unspecified intravenous fluids. The patient was tubing was then removed and the patient was assessed; no marks were left and the patient was breathing. There was no patient injury or medical intervention associated with this event. No additional information is available.